Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. A simulated treatment was performed. During the treatment setup, a ¿remove heater bag from heater tray warning¿ support message occurred. A check in the diagnostics scale showed that the unloaded load cell value was at the improper value of 2636 (grams). The treatment was cancelled and the load cell was tared. After taring the load cell, the simulated treatment was completed without any further failures or problems occurring. The cycler weighed fill volume values were within tolerance. Mechanical testing was performed and all passed. The internal, visual inspection of the received cycler unit encountered no discrepancies. The event of overfill could not be replicated. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that he was having drain issues with the cycler. The patient reported that the cycler had overfilled him. Treatment data was reviewed. During cycle 1 the patient filled with 3,000 ml and after a dwell of 63 minutes the patient drained 5,829 ml. The reported large drain of 5,829 ml was 194% over the expected drain volume which resulted in a reportable device malfunction. Further treatment data was reviewed and no other overfill events were recorded. The cycler was replaced and the patient would perform manuals. During follow up the patient's nurse reported the patient did not require any medical intervention for the overfill event. He did experience discomfort prior to the large drain. The source of the extra drain volume could not be determined.